Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with an enlarged atrium and questionable rheumatic valve disease. A mitraclip xtw was inserted and deployed on the mitral valve without issues. A mitraclip xt was inserted and deployed on the mitral valve. However, post deployment, the clip opened from10 degrees to 80 degrees. The clip was noted to be stable on the leaflets. No additional clips were implanted, reducing mr to a grade of 2. However, after removal of the steerable guide catheter (sgc), an atrial septal defect (asd) shunt was observed, due to an sgc tear of the septum. Therefore, an asd closure device was implanted. It was noted that the procedure was successful. There was no clinically significant delay in the procedure.